Event description:
As reported, in this target market release (tmr), following patient intubation, this smart pressure controller cable provided a slight discrepancy in blood pressure (bp) of 20mm hg compared to the brachial cuff, which was placed on the same arm (right). Once the patient was on the table, the finger cuff was moved to the left arm, and after a while, values matched up the values provided by the brachial cuff. No error message was displayed. The patient was not treated according to incorrect values. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
An investigation will be performed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation since the device was part of target market release (tmr). Without return of the product, a complete investigation of the reported event is unable to be performed. Nevertheless, the device logs were provided for evaluation. Based on the log review it could be concluded that the cuff and algorithm itself is behaving as expected; its within reason that due to the brachial cuff being placed on the same arm and going off so frequently that pressure downstream (finger cuff) does not match exactly with the brachial (which also is not the gold standard). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.